Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery / (B)(4)/ model #: 1650de / catalog #: 1650de / expiration date: 2019-04-30 mfg date: 2018-04-10 (B)(4). Heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650de / catalog #: 1650de / expiration date: 2019-04-30 mfg date: 2018-04-10 (B)(4). Heartware ventricular assist system ¿ battery /(B)(4)/ model #: 1650de / catalog #: 1650de / expiration date: 2018-02-28 mfg date: 2017-02-28 (B)(4). Heartware ventricular assist system ¿ battery /(B)(4)/ model #: 1650de / catalog #: 1650de / expiration date: 2017-06-30 mfg date: 2016-06-30 (B)(4). Heartware ventricular assist system ¿ cac adapter /(B)(4) / model #: 1430de / catalog #: 1430de (B)(4). Heartware ventricular assist system ¿ cdc adapter / (B)(4) / model #: 1440 / catalog #: 1440 (B)(4). Heartware ventricular assist system ¿ cac adapter /(B)(4) / model #: 1430de / catalog #: 1430de (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced power switching with intermittent beeps involving five batteries, two controller ac adapters and one controller dc adapter. This was associated with several pump stop events. The site further indicated that the controller did not have any damages to the power port connectors. The site has indicated that the power sources will be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: four batteries, two controller ac adapters and one controller dc adapter were returned for evaluation. One battery was not returned for evaluation. Failure analysis of the returned devices revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4), as well as several momentary disconnections which did not lead to power switching involving (B)(4). Momentary disconnections will result in an audible tone or "beep." Log file analysis also revealed a controller power up event, with an associated motor start event, logged on (B)(6) 2018, at 16:51:19, indicating a loss of power to the controller. The data point prior to the loss of power, logged at 16:38:51, revealed that (B)(4) was connected to power port one with 41% relative state of charge (rsoc) and a power adapter was connected to power port two. The data point recorded after the loss of power, logged at 16:51:55, revealed that (B)(4) was connected to power port and (B)(4) was connected to power port two. The controller was without power for 7 seconds. As a result, the reported power switching, beeping, and "pump stop" events were confirmed. The most likely root cause of the reported power switching and beeping events can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. An internal investigation has been opened to evaluate the momentary disconnection and implement corrective actions as required. Additional products: battery (B)(4). D10: no h3: yes h6 FDA method code(s): 4114, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 battery (B)(4). D10: yes, return date: 2108-08-02 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery (B)(4). D10: yes, return date: 2108-08-02 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery (B)(4). D10: yes, return date: 2108-08-02 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 controller ac adapter (B)(4). D10: yes, return date: 2108-08-02 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 controller dc adapter (B)(4). D10: yes, return date: 2108-08-02 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 controller ac adapter (B)(4). D10: yes, return date: 2108-08-02 h3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.